Event description:
A customer reported "2239 b/f probe 1 purge failure and 4443 b/f probe 1 home overrun" errors on the aia-2000 analyzer. The customer performed several primes and restarted the analyzer. A technical support specialist instructed the customer to confirm the bound free (b/f) probe #1 tip was installed properly and there is no obstruction in the b/f well. The customer did not observe any issues and stated the tubing was not kinked or bent. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the issue by having the errors reoccur on startup. The fse performed an all-set-home and bound free (b/f) probe 1 would not move home with the other probes on the z-axis. The fse replaced the b/f probe pulse motor cable, enabling the b/f probe #1 to return to the home position. The resolution was verified by running quality control without issue. No further action required by field service. The aia-2000 analyzer is operating as expected. The aia-2000 operators manual under appendix 4: error messages states the following: [2239] b/f probe 1 purge failure. Cause: the overflow sensor failed to detect liquid even after the washer was purged. Solution: air may be trapped in the washer tubing. Purge any remaining air by performing the priming operation and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. [4443] b/f probe 1 home overrun. Cause: the home sensor activated improperly after movement of b/f probe 1. Operation is suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to component failure of the b/f probe pulse motor cable.